Event description:
Affiliate reported that due to enlarged ventricles, the surgeon attempted and was unsuccessful in changing the pressure. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. A visual examination of the valve revealed that the x ray dot was dislodged; therefore, the programming and pressure tests could not be performed. It was also noted that the valve casing was cracked. It is likely that the valve received some kind of impact. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.